Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00022 on 25-mar-2019. Additional information (25-jun-2019): siemens specialists were dispatched to the customer's site multiple times. The specialists decontaminated the instrument, calibrated the instrument, observed gel buildup on the sample probe, and replaced the sample probe, upper seals, lower seals, kit probe assembly, and tube and filter assembly. The specialists ran water test, quality controls (qcs) and precision studies, which recovered acceptably. The customer indicated that they did not obtain any further discordant, falsely elevated human chorionic gonadotropin (hcg) results after service was performed on the instrument. During these visits, siemens specialists determined that the customer was using sample primary tubes that contain a gel separator and was running short serum samples on the instrument. Therefore, when the sample probe aspirated samples, the probe penetrated the gel material in sample tubes, causing gel buildup on the sample probe of the immulite 2000 xpi instrument. Siemens specialists also determined that the customer wasn't performing the weekly maintenance task of running diagnostics of the sample probe angle, which is documented in the immulite 2000 / immulite 2000 xpi operator's guide as part of the required weekly maintenance on the immulite 2000 xpi instrument. Siemens reviewed the service that was performed and concluded the investigation on 25-jun-2019. The result code and conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. This MDR pertains to the same patient referenced in MDR 2247117-2019-00020 and supplemental MDR 2247117-2019- 00020_s1, and MDR 2247117-2019-00020 was filed for the discordant results obtained on the instrument with serial number (B)(6) mentioned in sections b5 and b6 of MDR 2247117-2019-00022.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit, decontaminated and changed the water filter, reagent probe and diluter seal. Calibration, controls and patient samples were run 10 times and the results continued to be greater than 5 miu/ml. The cause of the discordant falsely elevated hcg results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The sample was tested three times on an alternate immulite instrument. The result of <5 miu/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.